Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon interrogation, the right ventricular lead exhibited lead numbers that had changed significantly over 3 weeks. Transient undersensing, r-wave amplitude variation, and high capture threshold were observed. The patient received an appropriate shock to treat ventricular tachycardia (vt), which was concurrent with acute medication administration while inpatient. The 30j shock failed to convert the patient from vt but significantly slowed the rate. It was suggested the cause of these lead test results may be due to lead dislodgement. The physician elected to not order a chest x-ray to confirm whether there was a lead dislodgement. The device was reprogrammed. The patient was stable and would be monitored.

Event description:
Additional information received noted that the previously reported right ventricular lead's undersensing issue caused the implantable cardioverter-defibrillator to exhibit functional loss of capture.